Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A customer reported that they had a revision surgery of an accolade 1. There were no delays to surgery or adverse consequences.